Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# va21yh4006, implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, lot# va21yh4007, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 21-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there was an ins and lead issue. The patient experienced feeling of pinpricks around the ins about two weeks ago only during recharging and since a few days during stimulation. It was unknown if there were any external contributing factors. The patient had a follow up appointment on (B)(6) 2020 for measurements of impedances. There was a warning report of choice of leads, ¿one or more stimulation poles are not connected correct¿. There was too high impedance from one of the sixteen poles. Reprogramming of the pole with the high impedance was performed. There was a short rest period/deactivating of the system and the pinpricks disappeared but appeared with turning on again. There was no effect if both leads or only one with correct poles were used. The information was sent to the physician. The issue was not resolved at the time of this report. It was unknown if surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 97792 lot# unknown serial# implanted: explanted: product type accessory product ID 977a290 lot# va21yh4006 serial# implanted: (B)(6) 2020 explanted: product type lead product ID 977a290 lot# va21yh4007 serial# implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.